Event description:
It was reported by the rep that when (1) tct75 device was used during an unknown procedure, it misfired. A new tct75 device was used to complete the case. There was no consequence to the pt.